Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: 305mg/dl, 195mg/dl and 124 mg/dl., 328mg/dl and 44mg/dl. No qual controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.